Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log could not be reviewed, log not available. The reported device was not returned to brézins for investigation as repairs were carried out locally. The pump block was replaced and sent back to brézins for further investigation. Upon visual inspection, the investigator noticed that the shaft disc was hitting the optical sensor because the camshaft had abnormal backlash, preventing the motor from turning. Upon closer inspection, he found that the drive sprocket was cracked and had come slightly out from its inserted position. This would be the cause of the abnormal camshaft backlash. This condition would likely be caused by a drop of the unit or a manufacturing defect in the sprocket. Therefore, the reported complaint was confirmed and the reason for the failure is due to a mechanical failure. The failure is caused by a breakage of the drive sprocket, probably due to a fall of the device or a weakness of the component itself. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "error 01 motor rotation." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.